Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient had their handset replaced about a year ago and they had issues with the communicator ever since. It keeps saying that it cannot find it and to restart and it restarts and it is not locating it. The agent walked the patient through resetting the tm91 and the patient was able to connect to the controller and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient called back stating that they kept getting not found on the handset. The patient restarted the communicator, the light was solid like the device was connected but they got not found/no device found. During the call, the patient mentioned getting stuck at 90% and requested getting a new communicator and handset. They were assisted with deleting the data but when the patient tried to connect once again they got the no device found message. The agent reviewed placing the communicator over the pump but pt still got no device found message. Steps taken during the call did not resolve the issue. Pt added that they're having problems in charging the communicator, that the charger was broke. Agent sent request to repair to replace the communicator and power adapter.